Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that flexima rx biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in common bile duct (exact date not reported). According to the complainant, upon deploying the stent, it was noticed that the guide catheter broke and stayed inside the patient. The broken piece of catheter had to be removed with a snare. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".